Event description:
Edwards received information that patient was scheduled for valve in valve intervention for two failing valves. A 27mm pericardial aortic valve, implanted eleven (11) years, three (3) months, exhibited moderate aortic insufficiency with degenerative changes. The second device, a 31mm mitral valve, implanted nine (9) years, seven (7) months, was replaced due to a flailing leaflet and moderate to severe mitral regurgitation. The transapical valve in valve procedure was completed successfully for both positions with no complications reported.

Manufacturer narrative:
(B)(4). The device was not returned to edwards for analysis. Without the return of the device or additional information, edwards is unable to confirm the reported event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.